Event description:
Manufacturer received info that device stopped cycling during pt use. There was no pt harm associated with this event.

Manufacturer narrative:
MFR expects to receive device for evaluation within the next 30 days.